Manufacturer narrative:
The getinge field service engineer (fse) that encountered the reported issue during the preventative maintenance (pm) replaced the power management board to fix the issue and performed a full functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The pm was completed and the iabp was then released and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
The getinge field service engineer (fse) that encountered the issue, troubleshoot the unit and found that the power management board would beep when removed and re inserted into the card cage. The fse replaced the power management board and tested the unit. The unit passed all tests with no further issues. The fse completed the pm with full calibration, functional testing and safety check to factory specifications. The iabp passed all functional and safety tests per factory specifications. Unit was cleared for clinical use and returned to customer. A supplemental report will be submitted if subsequent information is provided. The full name of the event site was shortened due to field character limit; the full name is: memorial (B)(4) medical center. The initial reporter named in is a getinge employee who has different contact details from that of the event site. A contact person at the event site is: (B)(4).

Event description:
It was reported that during the semiannual preventive maintenance (pm) performed by a getinge service territory manager (stm) , the touchscreen in the cardiosave intra-aortic balloon pump (iabp) would not respond at times and when powering the unit in regular mode, it would not complete the power up process. There was no patient involvement, and no adverse event reported.